Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer was called regarding the upgrade of the insulin pump. The customer stated that he was hospitalized twice this year due to diabetic ketoacidosis. The customer mentioned he has been experienced higher than normal blood glucose levels. Customer also stated that it seemed like the insulin pump is would not deliver insulin and it has absence of no delivery alarm. The customer changed the set and it was functioning after that. The customer declined transfer to the helpline.